Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call to the patient on (B)(6) 2012. The patient stated that the alleged issue began at 5 a.m. On (B)(6) 2012. The patient reported obtaining a blood glucose reading "in the 120 mg/dl" range with the subject meter at the time of the alleged issue. The patient informed the mss that her normal blood glucose readings are between "95-110 mg/dl" and that she tests every 2 to 3 hours. The patient reported managing her diabetes with insulin pump therapy. The patient informed the mss that after she had obtained the reading in the "120 mg/dl range" she administered a combo bolus of 13 units of novolog insulin (based on bg reading and carbohydrate intake). Shortly after administering the bolus and eating, the patient claimed she went back to sleep. The patient reported that her caregiver found her "passed out" between 9-10 a.m. On the day of the alleged issue. The patient's caregiver was able to obtain a reading of "35 mg/dl" (on another meter) at the time she found the patient unresponsive and proceeded with calling emergency medical services (ems). When ems arrived they reportedly tested the patient's blood sugar and obtained a reading of "25mg/dl" and attempted to have the patient drink orange juice with sugar. The patient stated that because, she was unresponsive and unable to drink the juice the ems administered her IV glucose. The patient stated that she regained consciousness with the IV glucose and felt better shortly after. After receiving treatment ems retested the patient's blood sugar and allegedly obtained a result in the "140 mg/dl" range (on another meter). The patient denied being taken to the hospital or receiving any additional treatment. At the time of troubleshooting customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measurement. The cca noted that the patient did not have any test strips available at the time of the call. Replacement product was sent to the patient. This complaint is being reported because, the patient reportedly was treated for severe hypoglycemia by a health care provider after obtaining an alleged inaccurate high reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/14/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed testing with no faults found, the primary complaint was not confirmed. Since patient discarded the test strips and the test strip lot number is not known, unable to perform pa testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.